Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact, the top case with multiple cracks, and the bottom case with a damaged front gasket. A review of the event history log found motor rate error in the history. Functional testing was performed using an occlusion test and the reported problem was duplicated. The reported problem was caused by a combination of worm coupling and the old-style motor bracket. The root cause of the failure could not be determined. To resolve the problem, the worm coupling and motor bracket were replaced, and the leadscrew and clutch halves were replaced as a preventive measure.